Manufacturer narrative:
Batch review performed on 04 nov 2025 lot 2116986: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 22-dec 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
After 1 year and 7 months, the patient reported instability for an unknown reason. The surgeon upsized the liner from 10 mm to 13 mm to improve stability, and the surgery was completed successfully.